Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead did not extend properly. The helix did not extend at all after seven turns, and only partially extended after 30 additional turns. No sensing was observed, and the pacing impedance measurement was greater than 3,000 ohms. A different lead was implanted. No adverse patient effects were reported.